Manufacturer narrative:
This product was received and tested by technical services and though the image failure was confirmed, the cause was not fully determined. The device was replaced. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger gvl 4 with a 3' cable, there was no image at all on the monitor. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.